Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet with dexcom g7 about three weeks after starting therapy, with concern that meal announcements were too aggressive and a dinner entry showing 8 units led to questions about immediate versus extended insulin delivery; the user was advised that the ilet delivers approximately 75% at announcement with the remainder over up to four hours as needed. Symptoms included shakiness and an unusual stomach sensation during a documented hypoglycemic event with a nadir of 35 mg/dl lasting about one hour. Outcomes included self-treatment with glucose tablets and fruit juice, receipt of device low and urgent low alerts, no professional medical intervention, and no need for assistance. Investigation included troubleshooting and education on ilet meal dosing behavior and confirmation of fingerstick checks for lows. Investigation of this case revealed no device malfunction reported, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.